Event description:
It was reported that a (B)(6) male patient (75kg) underwent a cardiac ablation with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring pericardiocentesis. After the procedure, pericardial effusion was checked and found. Drainage was performed. The physician commented that ¿it was not due to catheter in particular, and I think it was my own catheter operation error.¿ the patient's condition subsequently recovered. Additional information received indicated the adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient¿s outcome from the adverse event was reported as fully recovered. Prior to noting the cardiac tamponade (CT) ablation had been performed. There was no evidence of steam pop.

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30597590l number, and no internal action related to the complaint was found during the review. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).